Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy. Eight inappropriate anti-tachycardia pacing (atp) bursts and two shocks were provided for an atrial fibrillation (af) with rapid ventricular response (rvr). Reprogramming adjustments were performed. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.